Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30124989l number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a left sided idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported to be in stable condition after pericardial drainage and was transferred to the coronary cardiac unit (ccu) for observation. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.